Manufacturer narrative:
The qc was in range prior to the event. The alarm trace provided does not contain the alarms from the date of the erroneous result. A local application expert was dispatched and found that the suspected sample was incorrectly spun by the client who mailed the sample to the site. For verification, they ran 5 samples from the patient sample reserve and compared them in the shipped vials versus the hitachi cup. The results were within range for all. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas pure sample supply unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss result from the cobas pure sample supply unit for one patient. The initial result was 22 miu/ml, and the repeat result was 873 miu/ml. The initial result was deemed to be correct.